Event description:
The patient stated that near 2am on (B)(6) 2019, she became incoherent and fell in the bathroom. The patient stated that when she fell she hurt her ribs, and asked for help getting up from the fall. The patient stated that her husband gave her glucose gel to get her bgl reading to 60. The patient stated that she called her primary care physician for advice. The patient stated that the pcp asked to come to his office. The patient stated that the pcp advised her to go to the hospital outpatient center to be x-rayed. The patient stated that the outpatient center staff contacted the pcp and stated that no ribs were broken, but that the ribs were bruised, noting contusions.